Event description:
IV team was called to assess PICC line. (4 fr cook PICC inserted by (B)(6) on (B)(6) 2014) md order obtained to remove PICC line due to white drainage coming from insertion site and 1.5 cm area of redness around insertion site and above the site. A 20 cm PICC was removed intact. A tear was noted in the catheter between the 4-5 cm area. Vaseline gauze with 4x4 and transparent dressing was applied.